Event description:
The customer reported that the ventilator has a power supply problem. The customer replaced the power supply to correct the problem. The ventilator was not in use on a pt, therefore, there was no pt involvement or harm. If a failure of the power supply occurs during use and the ventilator shuts down, an audible power fail alarm will activate.

Manufacturer narrative:
Power supply.